Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for resistance during device removal, difficult to remove was confirmed with objective evidence. The returned delivery system from the case was observed to have delamination and bunching of the lining of the inner capsule. The observed damage to the delivery system can only occur during the final steps of the procedure as the inner capsule of the delivery system is encased in the outer capsule of the delivery system until final release of the valve and during device removal. Therefore, the damage observed to the delivery system occurred during the delivery system removal step of the procedure. The potential contributing factors to the observed damage are related to patient factors (vessel tortuosity, which is described in the event description for this case) and procedural factors (device handling during delivery system removal). No manufacturing non-conformities were found in the returned sample. Available information suggests that patient factors (vessel tortuosity) and procedural factors (device handling) contributed to the reported event. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Event description:
As reported by the edwards lifesciences affiliate in germany, after successful deployment of the valve, the physician reported trouble with the vessel after removing the delivery system (ds). It was unknown what type of injury occurred to the vessel, however, it was easily repaired by applying several subcutaneous stitches. Edwards received notification of an evoque valve in tricuspid position where, during the procedure, the dilators (24fr and 33fr) were not easy to introduce and it was extremely difficult to bring the ds through the passage towards the right atrium (ra). There was friction due to hip hardware during device insertion and tension of the delivery system (ds). After successful deployment of the valve, the ds was retracted into the ra. The gap between the inner capsule and the tapered tip / nose cone was closed by counter-clockwise (ccw) rotation of the blue release knob. Next, the white capsule knob was advanced but got stuck at the proximal beginning of the inner capsule. At this point, the outer capsule could not be advanced further over the inner capsule due to pronounced bending at the catheter's distal end, due to the memory effect of the flex zone cause by the patient's tortuosity and small ra. The capsule knob was rotated a bit further in an attempt to advance it halfway over the inner capsule, but this was unsuccessful. Eventually, when retracting the system through the vena cava, it straightened and went all over the inner capsule, causing the outer capsule to be extremely compressed and fully pushed against the tapered tip. The physician reported trouble with the vessel after taking the system out. It was unknown what type of injury occurred to the vessel, however, it was easily repaired by applying several subcutaneous stitches. The patient was stable after the procedure.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.